Event description:
The customer reported that during a drill/training session, the autopulse nxt platform (sn (B)(6) did not turn on. The customer stated that the nxt batteries were fully charged. No patient involvement.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The reported complaint that the autopulse nxt platform (sn (B)(6) did not turn on was not confirmed during functional testing. During service evaluation, the nxt platform powered on smoothly using multiple nxt batteries without any problems. The autopulse nxt platform functioned appropriately and performed as intended. The ap nxt platform passed the preliminary functional test without faults or errors. The nxt platform was further tested with a medium zoll torso fixture (mztf) until the battery was completely discharged, with no faults or errors detected. Following service, the autopulse nxt platform passed all testing criteria.